Event description:
The patient reported: I have not opened the box of aligners because they needed to get their teeth checked first. They have loose teeth and gum disease, which has prevented them from starting treatment. Although the patient had not yet started the treatment, they were approved and sent aligners. The potential for harm exists due to their preexisting dental conditions. Per the letter of recommendation, the customer's doctor of dental surgery indicated that they have "generalized 30%-80% bone loss" and "generalized moderate-severe periodontitis.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.